Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A review of the event log was performed and a system error 2084 was identified. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, and a simulated therapy were performed with no issues noted related to the reported condition. The reported problem was identified as a system error 2084 but the cause of the error could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient involvement. No additional information is available.